Event description:
Witch (lss) from bipolar to unipolar configuration. Also, when in bipolar, there was a high capture threshold. Technical services (ts) walked the health care professional (hcp) through testing unipolar pacing. Ts recommended programming the device to bipolar sensing and unipolar pacing. It was noted there was no pocket stimulation and the patient was asymptomatic. Ts determined there was a gradual rise in pacing impedance since may and suspected calcification of the rv tip electrode. This pacemaker remains in service. No adverse patient effects were reported.